Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor did not infuse during the 23 hour duration. The issue was identified during patient infusion. The device was filled with flucloxacilin 8g, citrate, and sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.